Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the stylet was received inside the lead and the stylet was damaged. Stylet insertion testing was performed using a new stylet, and results passed. Helix extension and retraction test results passed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead there difficulty finding suitable placement due to the helix being difficult to retract. There were also issues with stylet use. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).